Manufacturer narrative:
D4, h4: additional information. Manufacturer's investigation conclusion: analysis of the log file provided by the account confirmed the report of lvad faults; however, a specific cause for this finding could not be conclusively determined through this evaluation. The submitted controller event log file contained events recorded from (B)(6)2020 and the submitted controller periodic log file ranged from (B)(6)2020. Evaluation of both the controller event and periodic logs captured a persistent lvad internal fault advisory throughout the duration of the files. The lvad fault was associated with eeprom communication error (f46) and e2p_crc (f59) lvad fault flags. Per r&d engineering, the lvad fault caused the pump speed to be defaulted at 5000 rpm. The pump functioned as intended throughout the duration of the log file. A power cycle was recommended (by disconnecting and reconnecting the driveline) to resolve the problem. The patient remains ongoing on heartmate 3 lvas and no further issues have been reported. The system controller was not returned for evaluation. Heartmate 3 patient handbook rev d, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, rev f, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook rev d cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number: 2916596-2020-00953. It was reported that the patient had lvad fault alarms in the system monitor. The system monitor was restarted and then changed to a second system monitor. A power module was available at the hospital but this alarm was always present. The message was not showed in the system controller and the patient had no previous alarms or had any other symptoms suggesting any pump issue. There were no adverse patient events. Additional information received revealed that the lvad faults were being caused by the lvad and not the system monitor. The system controller is designed to show the lvad fault alarms but the messages were not displayed. The inability of the system controller to show the alarms could lead to inaction and may result in injury.